Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days after implant, the lead exhibited an increase in thresholds, and a dislodgement was suspected. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.